Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer's daughter provided assistance and the customer consumed sugar to address bg. Reportedly, the customer continued to use the pump for insulin therapy.